Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.